Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. The caller also mentioned that the device skips forward when a bolus is being programmed. There were several radio frequency error alarms noted in the alarm history. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with operating currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board and alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip, a missing end cap sticker and minor scratches on the lcd window.